Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider on 2020-mar-06. It was reported that at the refill on (B)(6) 2020 there were 7.6mls expected from the pump and 12mls withdrawn. The cause of the extra medication was not determined, the hcp stated it was "assumed pump accuracy variance." When asked what actions/interventions were taken to resolve the issue they responded "consider pump replacement." The issue was not resolved. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (10 mg/ml at "like 11" mg/day) via an implantable infusion pump. It was reported that at the patient's last two refills there had been "so much medication left in the pump." The patient also "noticed he was getting a little less medication because his pain became a little more in the last month." He didn't know if there was a correlation. No further complications were reported.